Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a white crystallized contamination in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the foreign substance was a simethicone type product, but it was not possible to further identify the foreign substance. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual tjf-q290v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q290v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.